Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/62 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: impact of diagnosis-to-ablation time on af recurrence: pronounced the first 3 years, irrelevant thereafter. Journal of the american college of cardiology electrophysiology. 2023; 9:2263¿2272. Doi: 10.1016/j.jacep.2023.07.008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pulmonary vein isolation (pvi) and cryoballoon ablation. The authors described patients who experienced procedure-related complications which were defined as any procedure-related adverse event occurring up to one month after abla tion. Complications included phrenic nerve palsy or pulmonary vein stenosis in which seven cases were permanent and the rest resolved completely after treatment and without permanent sequelae. The status of the catheters is unknown. No additional adverse patient e ffects were reported.